Manufacturer narrative:
Device evaluation: investigation revealed to following: the cause can be attributed to misuse by the user. The cracked optical chassis which caused the image centralization was out of the tolerance, which caused the focus problem. The additional determined issues are independent from the reported failure from customer. The above investigations did not reveal a manufacturing issue. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that camera head kept losing focus during mid procedure. No negative impact in state of health reported.